Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer stated that he was vomiting for two days prior to being admitted. The customer treated his glucose level with a manual injection during the call. Troubleshooting was performed. The programming and the bolus history on the insulin pump were correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.